Manufacturer narrative:
(B)(4). The event occurred sometime during the week prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector cracked while it was attached to a clearlink continu-flo solution set. During the event, the infusion pump that was being used with the set presented an occlusion alarm. Lactated ringer's solution was being delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was performed and a broken part was observed. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.